Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported during compliance rounds that clinicians are receiving channel error on pump modules. Clinicians remove the module out of service or find a new module to use. No event specifics were noted, as this was a generalized complaint. There was no information on patient involvement or patient harm.